Manufacturer narrative:
(B)(4). The customer's meter (B)(4) was returned and product testing did not confirm the complaint. All results were within range specifications and no errors were observed during control solution testing.

Event description:
A customer reported a complaint of high readings on their precision xtra blood glucose meter. The customer obtained a reading of 91 mg/dl compared to a laboratory reading of 50 mg/dl within a ten minute timeframe. When plotted on a parkes error grid, the results fall in the 'c' zone. The difference in readings is considered clinically significant. There was no report of death, serious injury, or mistreatment.